Manufacturer narrative:
(B)(4). Conclusion code: patient is under the age of (B)(6) and per dfu for this model, this lens model is contradicted for the patients under the age of (B)(6) years. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have haptic bent and presence of foreign material (spot) on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to the patient experiencing headache.